Event description:
It was reported that the pt experienced new onset of neurological findings including motor weakness. An MRI was performed with unspecified results, but included terms "enhancement along catheter" and "no granuloma". The drugs in the pump were demerol and meperidine. No dose or concentration were reported. No pt outcome was reported. A follow-up report will be submitted if add'l info becomes available.